Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 83% stenosed, 2.7mmx30mm, eccentric, de novo target lesion was located in the moderately calcified mid right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x20mm emerge balloon catheter resulting to 69% residual stenosis. A 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross lesion. However, when the device was removed, it was noticed that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.